Manufacturer narrative:
The discrepancy was detected by our european distributor when filling the tray with the implants prior to usage (no surgery took place and no patient involvement). The discrepancy in laser marking of this plate could be limited to one single batch. There are no risks to the patient or user by the product as the packaging label indicates that the product is a 10-hole rim plate, left, which is actually the content. The ability to determine the discrepancy is possible when the plate is placed in the sterilization tray prior to cleaning disinfection and sterilization. If the plate is used in the operating room, the surgeon orients itself according to the geometry and length of the implants, whether it is suitable for the fracture types present and not on the laser marked article number.

Event description:
We have received the information of one of our distributors, that a class ii titanium implant has the wrong article number laser marked on it. The label states that it is the article number (B)(4), which complies with the article itself, but the laser marking shows the article number (B)(4).